Manufacturer narrative:
Updated device manufacture date. Corrected data: parent initial reporter) submitted on the initial MDR on (B)(6) 2017 and this report in error. This field could not be removed upon submission. A batch record review was performed.  A non-conformance is associated with this complaint, which is closed. The investigation concludes the likely root cause for the issue ¿stop flow between patient and chamber of unometer product¿ cannot be identified on the base of information received. No corrective action is required.  No additional investigation is needed.  This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a product malfunction. No serious injury was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
Complaint received from a hospital in (B)(6) reporting that "the problem is that when they connected the catheter to the unometer, the urine does not flow." Clarification was obtained: reporter stated that the patient experienced urinary retention and "the nurses realized that the correct urine descent was not being produced since they started using the device. When they observed this incidence, they made disconnections of it from the bladder catheter or they pricked it to favor the air entrance in the system and favor the urine descent." Reporter stated that before the device was attached to the indwelling catheter, "the urine flowed without any problem. [However], at the time of the placement of the device, the professionals observed a significant decrease in the urine descent." The reporter verified that the indwelling catheter was flushed, was patent and returned no clots or sediment, but urine did not flow. Staff replaced unit in accordance with hospital protocol.